Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a pka case, the pin clamp was broken while tightening. There was a reported surgical delay of 10 minutes. Additional information provided indicated that the broken pin was 4x140mm and the surgeon completed the surgery using the mako; however, at the end of the case, he used a metal cutting burr to cut off the pins below the clamp to get it off. He then irrigated and cleaned out the wounds thoroughly.

Manufacturer narrative:
The record was cancelled. The part was inadvertently entered as its own complaint. The complaint is against the pin clamp breaking not with the bone pin. H3 other text : complaint has been cancelled

Event description:
During a pka case, the pin clamp was broken while tightening. There was a reported surgical delay of 10 minutes. Additional information provided indicated that the broken pin was 4x140mm and the surgeon completed the surgery using the mako; however, at the end of the case, he used a metal cutting burr to cut off the pins below the clamp to get it off. He then irrigated and cleaned out the wounds thoroughly.